Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation for radial head joint fracture. Before the surgery, the sales consultant was informed that a depth gauge is about to break. Then, sales rep attended the surgery and checked the depth gauge. It seemed that the depth gauge had no problems, thus, it was used during the surgery. No problems occurred during its use, and the surgery was completed successfully with no delay. There was no adverse consequence to the patient. On the following day, when the depth gauge was cleaned, it was broken at its root. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 319.006; synthes lot: 7858122; supplier lot: na; release to warehouse date: december 04, 2014; manufactured by synthes (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: visual inspection observed that the distal needle portion of the depth gauge broke off where the threads of the needle portion are. The break is roughly flush with the depth gauge body. Some surface wear is present but consistent with use and the age of the device. Several signs of the surface as well as slight deformations indicate use under hard mechanical loading. The received condition was determined to agree with the complaint description. Dimensional inspection: dimensional inspection of needle component could not be conducted due to the post manufacturing deformation at the break and the location of the break. During the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. Depth gauge for 2.0/2.4mm screws needle (component) the material of the needle component (part # 319.006.3) is 316leh (l=low carbon, e=extra h=hard) 316 stainless steel (ss), which is an appropriate material for an instrument component of this type. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The exact cause of the complaint condition cannot be determined as the handling and use of the device are unknown. However, the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. Investigation conclusion: this complaint is confirmed as depth gauge for 2.0mm and 2.4mm screws (319.006, 4406044) was received at EU customer quality with the needle broken off; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.